Manufacturer narrative:
The lead under complaint was returned and analyzed. The analysis did not reveal any indication of a device malfunction.

Event description:
This lead was explanted and replaced due to migration. Should additional information be received, this file will be updated.